Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition that was addressed by reloading the software. In the original report g3 was reported as 06/16/2018. The correct date for g3 is 06/16/2021.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's software was reloaded to address the issue.